Event description:
It was reported that a portion of the ceramic tip of the vapr electrode broke off during use. Another electrode on hand was used to complete the case. Contact reports that the surgeon did not find the lost ceramic part, yet he investigated the joint very closely and did not find the part in the joint. He assumes that there is nothing in the joint. No patient injury was reported. If this were to reccur and the fragment not retrieved at the time of the event it is possible that there is the potential for patient injury to occur.